Manufacturer narrative:
The device was returned to boston scientific for analysis. During visual inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter, with no unusual resistance felt. The no problem detected code was selected for the guidewire stuck allegation. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis. (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After completing the ablation of the left inferior pulmonary vein (lipv) the catheter was moved to the left superior pulmonary vein (lspv) and a strange sound was heard, then, the guidewire could not be moved. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number:(B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After completing the ablation of the left inferior pulmonary vein (lipv) the catheter was moved to the left superior pulmonary vein (lspv) and a strange sound was heard, then, the guidewire could not be moved. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.